Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push and became stuck. The following information was provided by the initial reporter: "bd 10ml normal saline flushes are defective.multiple reports of syringes becoming "stuck" or occluded, and rns are unable to push full volume.example from today:lot: 0258729exp: 2023-08-31was able to push 2ml of total volume, then syringe plunger became "stuck". Rn disconnected from patient line, and afterwards was able to push out remaining volume (but required significant force).".

Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided lot number 0258729. The review did reveal one related non-conformance during the production process that could have potentially contributed to this incident. During the production process an intermittent issue related to dry barrels was detected. The issue was resolved at the time of occurrence and all product associated with the defect was held for inspection with the affected material scrapped. As a sample was unavailable for return, a thorough sample investigation could not be completed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push and became stuck. The following information was provided by the initial reporter: "bd 10ml normal saline flushes are defective. Multiple reports of syringes becoming "stuck" or occluded, and rns are unable to push full volume. Example from today:lot: 0258729, exp: 2023-08-31. Was able to push 2ml of total volume, then syringe plunger became "stuck". Rn disconnected from patient line, and afterwards was able to push out remaining volume (but required significant force)."